Event description:
It was reported that the devices were used during a laparoscopic cholecystectomy. It was reported by the rep that the surgeon was using the fnc90 kit and every trocar (non-bladed) seal tore. Each seal was dry and cracking on every non-bladed trocar. Some more non-bladed trocars were pulled and those seals also tore. There was no consequence to the pt.